Event description:
It was reported that the catheter was being placed in the emergency department into the patient's internal jugular. The spring wire guide and catheter were inserted smoothly. During removal of the wire from the catheter, the wire unraveled but was removed intact. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).